Event description:
Contact reported that the current pump required extra boluses because it did not deliver enough insulin, experienced charging issues taking a long time to fully charge, had a usb rubber component that was about to detach, and the usb port was damaged making it difficult to insert the charging cord. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up support, is currently out of warranty, and is undergoing the process to receive a new device.